Event description:
Customer reported receiving an unspecified reading from his adc freestyle libre sensor which was believed to be erroneously high. He further reported that on (B)(6), 2019, at the time when the reading was obtained, customer was experiencing hypoglycemia, lost consciousness and had a seizure. Customer was taken to a hospital where an unspecified laboratory result was received, customer was diagnosed with hypoglycemia and treated with an unspecified intravenous ¿drip¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Device mfg date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed of the returned sensor, and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was seated correctly in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified reading from his adc freestyle libre sensor which was believed to be erroneously high. He further reported that on (B)(6) 2019, at the time when the reading was obtained, customer was experiencing hypoglycemia, lost consciousness and had a seizure. Customer was taken to a hospital where an unspecified laboratory result was received, customer was diagnosed with hypoglycemia and treated with an unspecified intravenous ¿drip¿. There was no report of death or permanent injury associated with this event.